Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.

Event description:
Patient reported via call , that on an unknown date of (B)(6) 2012, she underwent posterior fusion surgery where the patient was implanted with a rod in her back but denied any use of bone graft. Post-op, the patient complained of back pain and difficulty in walking for long periods of time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.